Event description:
It was reported that the customer received a no delivery alarm on the insulin pump during basal delivery, while it was disconnected from the site. The customer confirmed seeing drops at the end of the tubing during prime. The customer was instructed to remove the reservoir and manually push insulin through and there was no resistance. The customer was instructed to rewind and prime and ran a five unit fill cannula successfully. The customer removed the infusion set and it was found that the cannula was bent. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).